Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they had sensor discrepancies. The customer¿s sensor glucose reading from the reported event was 69 mg/dl while their blood glucose reading was 144 mg/dl. Troubleshooting was performed. The caller stated that insulin delivery was suspended due to a low sensor glucose. The suspend on low limit in the sensor setting was 70 mg/dl. They were advised to monitor and call back if issues persist. The product will not be returned for analysis.

Manufacturer narrative:
The information provided in common device name was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
The information provided in product code was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test. Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings.